Event description:
Smith & nephew was informed of the incident by co's legal department and further details of the incident are unlikely. The method of notification and the lack of detail surrounding the alleged incident has not provided full details required for medwatch form 3500a completion. As a result several answers to questions are labeled as "unknown". An eval of smith & nephew complaints revealed that no complaints have been rec'd from the pt or facility regarding this incident. In 2000, the pt, while using the freedom form adhesive bra and skin-prep wipe, experienced an adverse reaction. It is not known if the labeled instructions for skin-prep wipes were followed. No other facts can be determined regarding this incident at this time.